Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Original surgery took place on (B)(6) year unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No damage/ malfunction with the plate. The metal debris is from the screw. All debris were removed. This complaint involves 2 parts. Concomitant device: 1x 04.112.518s / 9383571 (lcp med-dist-tibial pl 3.5 low bend r 8h). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Potential UDI numbers based upon possible lots numbers for the complainant device: lot: 9369332 ¿ (B)(4). Lot: 9410213 ¿ (B)(4). Hospital contact number: (B)(6). Potential manufacturing dates based upon potential lot numbers: february 18, 2015 (lot: 9369332) or march 19, 2015 (lot: 9410213). Device history record review: a review of each of the potential lot numbers was conducted with results as follows: part 04.503.205.04s / lot 9369332: manufacturing location: (B)(4) - manufacturing date: february 18, 2015 - expiry date: february 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint is assessed as not related to sterilization; therefore, a review of the non-sterile lot was conducted as well. Non-sterile lot: 7850026 - manufacturing location: (B)(4) - manufacturing date: november 17, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 04.503.205.04s / lot 9410213: manufacturing location: (B)(4) - manufacturing date: march 19, 2015 - expiry date: march 1, 2025. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint is assessed as not related to sterilization; therefore, a review of the non-sterile lot was conducted as well. Non-sterile lot: 7874912 - manufacturing location: (B)(4) - manufacturing date: december 19, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.